Event description:
The pt has poor performance and has all but 2 electrodes shut off due to 'hi' telemetry readings. Telemetry was performed several weeks prior to expert telemetry performed by the pt's audiologist and all electrodes were reported as 'hi' except for electrodes 5 and 11.